Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremors, movement disorders. It was reported that the patient said they need an ins replacement and would like to find a doctor. The patient said a man checked their device 3 years ago and told them they would need a replacement. The patient was not interested in getting a physician listing. The patient also stated their right hand shaking again and it was difficult for them to feed themselves. There were no further complications reported.